Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as bruising from the electrodes. The irritation was underneath the lifevest there was no alleged device malfunction contributing to the irritation. The physician suggested the vest be removed. The patient returned the equipment follow up indicated the irritation improved .